Manufacturer narrative:
Philips service replaced the fru legacy video converter and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was no image on the pressure monitor during use on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.